Manufacturer narrative:
The fse that encountered the issue replaced the fiber-optic connector. The fse performed a complete pm. The unit calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received a fiber optic connector with a reported unit failure of a broken fiber optic connector. The fat performed a visual inspection and found the part to have the fiber optic connector broken. Due to this damage the fiber optic cable will not be able to connect properly. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic connector. There was no patient involvement reported .